Event description:
A peritoneal dialysis (pd) nurse reported hospitalization for a pt who fell resulting in a broken arm. Upon reviewing the med records it was determined that the pt experienced syncope and experienced a fall resulting in hospitalization on (B)(6) 2015. The pt was discharged on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of the medical records.